Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 control unit was deregulated. The shoulder swells a lot due to the pressure. To reduce the serum release, the pressure was decreased to 40. The initial pressure was so high that serum was splashing out. The procedure was completed with a competitor device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10. H3, h6: the reported device was received for evaluation. A visual inspection revealed no defects. A functional evaluation was performed on the returned device and found no defects. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.